Event description:
The customer alleged that he performed blood glucose tests using 2 breeze2 meters and received readings of 140, 350 and 269 mg/dl. The customer did not have time to check the meter memories during the call, so it was not possible to determine which reading came from which meter. The difference between the 140 and 350 mg/dl readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service attempted to contact the customer twice after the initial call, but the individual that answered disconnected the call. No product will be returned.